Event description:
Approx. 8 weeks ago bridge dislodged. Saw dentist who applied dental cement. The cement came out and consumer went to dentist again. Planned replacement however inside month looked like raw meat. Also pt feels like experiencing heart arrhythmia with anxiety states it feels like they ingested poison. Facial features look bad and consumer not going out. States no treatment given.